Event description:
Customer called to report an abo mistype on the galileo.

Manufacturer narrative:
Testing was performed with donors of know abo/rh types with retention anti-a, lot 101685, anti-b, lot 203240, monoclonal control, lot 492033, anti-d series 4, lot 504711 on an in-house galileo. No abo discrepancy was noted. Retention products performed as expected. The reagents are the same lots used by the customer at the time of the event.instrument images were reviewed. The customer's observations were confirmed. The galileo operator manual states that forward only abo-rh testing has a higher risk of mistype due to the abscence of the reverse type results. For this reason abo-rh results should always be compared to the patient or donor's history.